Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that over the course of four breaths the ventilator's peak inspiratory pressure (pip) dropped down to zero. There was patient use associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. The patient survived the event. No further details were provided.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of low peak inspiratory pressure (pip) was confirmed. Ventec observed that there was little to no ventilation output from the device. As a result, in addition to low pip, the device's exhaled tidal volume (vte) levels and peep (positive end expiratory pressure) were extremely low. The device also displayed a patient circuit disconnect alarm during testing. Ventec replaced the blower to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was damage to the blower's ball bearings, likely due to overheating.